Event description:
The company was made aware that the pt was hospitalized due to swelling and infection at the implant site. The pt reportedly experienced loss of lock believed to be due to swollen skin. Pt was treated with antibiotics (type unk). Advanced bionics is in the process of gathering more info.